Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08834. It was reported that the patient was experiencing pre-syncopal episodes. Upon interrogation, the right ventricular lead exhibited oversensing of noise resulting in inhibition of pacing and increase capture thresholds. It was noted that the impedance had abruptly increased and steadily decreased. It was also noted that the right atrial lead exhibited automatic mode switch episodes due to noise. The noise was reproducible with isometrics. The device was reprogrammed. No noise was reproducible after the programming changes. Patient was stable and will continue to be monitored.